Manufacturer narrative:
The reported field event of inadequate capture was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the device was explanted and replaced due to high capture threshold.